Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4) he full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid in the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage.

Event description:
It was reported that the patient has oral sepsis that resulted in endocarditis and infected implantable cardiac defibrillator (ICD). The ICD system was removed and will be replaced at another date. No further patient complications have been reported as a result of this event.